Event description:
It was reported that during inspection of returned cutter the device was unable to make a complete cut. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint is being submitted under (B)(4). Review of the most recent repair record determined the cutter was found to produce an incomplete cut and not meet test acceptance criteria; however, the repair was not completed because the defect was not covered by warranty. Review of the previous repair record identified the cutter was found to produce an incomplete cut and not meet test acceptance criteria. The cutters were returned without repair as the defect was not covered by warranty which is related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.